Manufacturer narrative:
B4: information added. Internal complaint reference: (B)(4).

Event description:
It was reported that during a psoas tenotomy on hip prosthesis the ambient hipvac 50 ifs electrode came off the handle into the patient. It was a piece of about 0.5 cm complete white part + electrode. The device broke inside the patient it was retrieved using suction. The duration of the procedure was extended (unknown how much). The procedure was completed with a backup device. No other complications were reported.

Manufacturer narrative:
B5 and health effect - impact code updated. H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. Our clinical investigation concluded: attempts to obtain medical documents were unsuccessful and thus a thorough medical investigation was not performed. Factors that could have contributed to the reported event include: (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force. (4) activating the device above recommended settings for prolonged periods of time. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that during a psoas tenotomy on hip prosthesis the ambient hipvac 50 ifs electrode came off the handle into the patient. It was a piece of about 0.5 cm complete white part and the electrode. The broken piece was retrieved from the patient by suction. The duration of the procedure was extended but it is unknown for how long. The procedure was completed with a backup device. No other complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a surgery the ambient hipvac 50 ifs electrode came off the handle into the patient. It was a piece of about 0.5 cm complete white part + electrode. The duration of the procedure was extended (unknown how much). The procedure was completed with another device. No other complications were reported.